Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system was unresponsive to prompts from the user during start up. It was reported that restarting the navigation system restored functionality. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.